Event description:
It was reported that this implantable pulse generator was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits and was showing 7 months remaining. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The country of occurrence has been amended to south korea. This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits and is currently showing 7 months remaining. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant confirmed that the device is exhibiting premature battery depletion and recommended replacement within 90 days. It was noted that therapy delivery is currently unaffected. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. Please advise that the country of occurrence is south korea and not china.

Event description:
It was reported that this implantable pulse generator was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits and is currently showing 7 months remaining. Boston scientific technical services (ts) were consulted to run a battery analysis; however, the field was unable to provide device data. The patient is scheduled for another clinic follow-up visit in may. It is intended that the data will be collected at that time and submitted to ts for further review. This device currently remains implanted and in service. No adverse patient effects were reported.